Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that multiple of the same altitude alarms occurred while the customer was not outside of labeled operating altitude range. The customer's blood glucose was 118 mg/dl during first altitude alarm and fluctuated to163 mg/dl ; between 54-500 mg/dl.this is when the altutude alarm recurred. Reportedly, the customer cleaned the speaker holes and cleared the alarm however the altitude alarm recurred. The customer continued to use the pump for insulin therapy.